Manufacturer narrative:
Initial.

Event description:
It was reported that after resuming use of the ilet with a dexcom g7 continuous glucose monitor (cgm) sensor, the system displayed no cgm readings and bg run mode had expired, which stopped insulin dosing; after which the was guided to re-pair the sensor and cgm data and dosing resumed, indicating an intermittent communication failure involving the electrical/antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and ilet consistent with intermittent communication failure traced to an electrical/antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.